Event description:
Patient had elective transcatheter mitral valve replacement (tmvr) twist trial for research study via right femoral access site. Medical history coronary artery disease, diabetes, severe mitral valve regurgitation. Post procedure the capsule of the delivery system broke from the attaching system and was locked into the femoral vein. Vascular surgery was consulted and a surgical cutdown of the right femoral vein was performed to extract the remaining capsule of the delivery system.